Event description:
The facility reported a device that staff believed was overdelivering. The problem occurred during pt use. There was no pt injury or medical intervention necessary. No add'l info is available.

Manufacturer narrative:
Eval summary: the reported condition of a device that staff felt was overdelivering was not confirmed during eval. The device operated according to specification. No further action was deemed necessary. The device was retested and returned to the customer within specifications.